Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that they had worked with the patient over the phone to troubleshoot the issue. The patient was able to find the proper placement of where the ins was located. They were instructed to mark with a magic marker, so that the patient would be able to find the proper placement for recharging the battery for the time being. The patient was able to charge without difficulty when the rep was on the telephone with the patient and husband. The patient was able to have an MRI on tuesday ((B)(6) 2021) and then met with their healthcare professional (hcp). The rep was going to be meeting with the patient and the hcp on (B)(6) 2021.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient (pt) states yesterday they tried to charge their implant for the first time, and they can't get it to charge. Pt states it says it will connect with excellent recharge quality and without even moving it goes back to searching. Patient services had pt power off communicator, step away from all emi, close out all apps on handset, palpate where the implant is located, move to a sitting position and lean forward rather than standing. Pt confirmed it was excellent recharge quality and then immediately went to searching. Pt states eventually handset showed 1707 code. Patient services had pt do a hard reset on the recharger and pt again noticed the 1707 code appear. Pt mentioned the power light on the recharger was orange, but the recharger battery is fully charged. Pt states the button was orange when they first called, went back to green after resetting the recharger and now it's back to orange again. Pt services had pt try resetting one more time and pt reports getting a different error code but could not report what the code was as the screen immediately changed back to searching. Pt confirmed power button is again orange. The issue was not resolved through troubleshooting. An email was sent to the repair department and the recharging equipment was replaced. (B)(6) 2021 the patient called back indicating the replacement recharger did not resolve problems with recharging the ins and the ins is discharged. Patient continues to encounter 1707 as well as another code beginning with a 3. Patient encountered open loop charging antenna locate screen low number is 2 and high number is 17. Reviewed meaning of this screen and that patient will need to reposition the recharger, so they get the highest number possible. Patient was able to get up to 16 but quickly lost it and was never able to initiate successful recharge session. Patient states they can feel the ins to the right of their spine, and there is an indention in the skin there. The patient mentioned they have 4 incisions total, and two of them are on the lower buttocks like where the patient would sit. Reviewedthe ins is typically implanted in the lower back upper buttock, and lead incision is closer to the spine. Patient felt confident that the buttocks incisions were not were the ins was located. Recommended patient sits down and lean forward slightly and feel for the bottom edge of the ins and lining it up with the bottom edge of the recharger, but this did not resolve the issue. Patient also mentioned they are able to feel little pin poke sensations on their skin coming from the recharger. Reviewed patient should use the recharger over thin clothing if they experience discomfort. Patient did not report any redness or swelling at ins site. Patient mentioned that the day of implant the rep was also having trouble connecting to the ins during programming. Recommended patient follows up with managing physician for further assistance. Patient has an appointment scheduled for (B)(6) but plans to see if they can be seen sooner. (B)(6) 2021 patient called in stating the device has not worked right since they got it. Patient said the recharger was replaced and it still isn't working. Patient said they were turned away for an MRI because the device is dead. (B)(6) 2021 the patient reported again information previously reported in this case that they couldn't get ins charged and due to this couldn't have MRI scan on friday since ins was not 30% charged/unable to put in MRI mode. On saturday they worked with rep and were able to charge ins to 100% but stated ins placement was not where pt thought it was. Pt stated rep told pt they have a scar on their right side where ins is placed and pt stated they do not. Pt stated ins placement was "a good 2-2 1/2 inches away" from where they thought it was. Pt stated last night they put ins into MRI mode to prepare for MRI scan and noticed MRI eligibility says, "not eligible for full body scan due to lead tip location". Pt stated when they got ins implanted their doctor told them they would be able to have MRI scan anywhere on the body. Pt stated they texted the rep last night to inquire further about MRI eligibility. Reviewed role of ps and redirected pt to hcp/rep to discuss MRI eligibility. Pt will contact hcp/rep to discuss. Pt also mentioned they have appt. With hcp tomorrow ((B)(6) 2021) after MRI appt. The patient stated they were frustrated with the ongoing issues. The cause of the charging connection issues was not known. The implant is in the right upper buttock, depth unknown. Patient has charged with and without belt.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via a manufacturer representative (rep). The difficulty maintaining connecting was remediated. The rep was able to speak with the patient to troubleshoot the issue and determined that patient placement of the recharger was not medial enough. Patient is no longer having issues with connectivity or recharging, patient positioning was found to be the cause. Regarding previous statement made, the patient was speaking of the device ¿not worked right since they got it, due to recharging which is now resolved. Device is approximately 0.5 inches in depth and located in right lower back. The issue was resolved around the end of march was when their conversation took place. Patient was supposed to have an appointment march 25th with their doctor, but canceled since they were able to resolve over the telephone and the patient lives 2 hours from the office.